Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain/cramping") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy in 2009 and hurthle cell adenoma. Concurrent conditions included dry skin, tingling feet/hands and hypoesthesia of gloves-socks type. Concomitant products included lisinopril for blood pressure high, antithyroid preparations for thyroid disorder nos as well as amoxicillin, augmentin, axotal (fioricet), cefdinir (omnicef), cetirizine hydrochloride (zyrtec), ciprofloxacin betain (cipro), duonase (dymista), estradiol (vivelle [estradiol]), estrogens conjugated (premarin), fluticasone propionate (flonase), levothyroxine sodium (levoxyl), liothyronine, methylprednisolone, metronidazole, mupirocin, nitrofurantoin, phenazopyridine, thyroid, topiramate and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced alopecia ("hair loss"), sinus congestion ("sinus congestion") and arthralgia ("knee pain/elbow pain/hip pain"). In 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). In 2014, the patient experienced urinary tract infection ("urinary tract infections") and bladder disorder ("bladder and uterus issues"). In (B)(6)2014, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2015, 3 years 2 months after insertion of essure, the patient experienced cystitis ("cystitis"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced uterine leiomyoma ("fibroid in uterus"). In (B)(6) 2015, the patient experienced prolapse ("prolapse"). In 2015, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: trouble with digestion"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pain in extremity ("leg pain") and groin pain ("groin pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping )"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse);"). In 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), vaginal prolapse ("prolapsed"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("upper abdominal pain"), nausea ("nausea"), pelvic prolapse ("pelvic prolapse"), visual impairment ("vision/eye problems type: needs correction/vision got worse"), pelvic pain ("pain"), weight increased ("weight gain"), rectal prolapse ("rectal prolapse") and micturition urgency ("urinary urgency"). The patient was treated with venlafaxine, vitamins, hormones and related agents, omeprazole (prilosec), ranitidine hydrochloride (zantac), surgery (ablation done in 2013), physical therapy (kegels, massage stomach muscles), physical therapy (integrated physical therapy). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, abdominal pain, vaginal haemorrhage, vaginal prolapse, vaginal infection, vaginal discharge, abdominal pain upper, female sexual dysfunction, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, premature menopause, urinary tract infection, migraine, headache, nausea, prolapse, pelvic prolapse, visual impairment, dyspepsia, pain in extremity, pelvic pain, sinus congestion, cystitis, uterine leiomyoma, weight increased, rectal prolapse, bladder disorder, arthralgia, micturition urgency and groin pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fibromyalgia, groin pain, headache, menorrhagia, micturition urgency, migraine, nausea, pain in extremity, pelvic pain, pelvic prolapse, premature menopause, prolapse, rectal prolapse, sinus congestion, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal prolapse, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure in (B)(6) 2013 or 2014. On unspecified date , plaintiff used arm 3 yr and pill for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. On (B)(6) 2012; hysterosalpingogram (hsg) total bilateral occlusion, said the essure was properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received. New reporter, patient demographic information, relevant history and essure confirmation test results were added to the case. New events - hormonal changes describe: early menopause; infection (bladder/ urinary tract/vaginal) type: urinary tract infections - multiple; apareunia (inability to have sexual intercourse); bladder or urinary problems or changes; migraines / headaches; reproductive system disorder or condition type of disorder or condition: prolapse; nausea; knee pain, elbow pain, leg pain, groin pain, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain, sinus congestion, vision/eye problems type: needs correction; fatigue; weight gain / loss : weight gain; gastrointestinal or digestive system condition type: trouble with digestion, pelvic prolapse, bladder and uterus issues, rectal prolapse, hair loss, urinary urgency, fibromyalgia, cystitis, vaginal bleeding, menorrhagia and fibroid in uterus were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain/cramping") in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy from (B)(6) 2009, hurthle cell adenoma, hair loss (came out in clumps), arthroscopy r knee, knee meniscectomy, chondroplasty, tonsillectomy, appendectomy, fatigue in 2011 and hypothyroidism in 2011. Concurrent conditions included dry skin, tingling feet/hands, hypoesthesia of gloves-socks type, menses irregular, sinusitis recurrent, pressure in vagina, inflammation, gum disorder, swelling nos, stiffness, numbness, tingling and shoulder pain. Concomitant products included lisinopril for blood pressure high, antithyroid preparations for thyroid disorder nos as well as amoxicillin, augmentin, axotal (fioricet), cefdinir (omnicef), cetirizine hydrochloride (zyrtec), ciprofloxacin betain (cipro), duonase (dymista), estradiol (vivelle [estradiol]), estrogens conjugated (premarin), fluticasone propionate (flonase), levothyroxine sodium (levoxyl), levothyroxine sodium (synthroid), liothyronine, lipitac (omega-3), methylprednisolone, metronidazole, mupirocin, nitrofurantoin, phenazopyridine, thyroid, topiramate and topiramate (topamax). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced alopecia ("hair loss"), sinus congestion ("sinus congestion") and arthralgia ("knee pain/elbow pain/hip pain"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), premature menopause ("hormonal changes describe: early menopause"), nausea ("nausea") and visual impairment ("vision/eye problems type: needs correction/vision got worse"). In 2014, the patient experienced urinary tract infection ("urinary tract infections") and bladder disorder ("bladder and uterus issues"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2015, 3 years 2 months after insertion of essure, the patient experienced cystitis ("cystitis"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced uterine leiomyoma ("fibroid in uterus"). In (B)(6) 2015, the patient experienced abdominal pain upper ("upper abdominal pain"), prolapse ("prolapse"), pelvic pain ("pain") and back pain ("back pain"). In 2015, the patient experienced vaginal discharge ("vaginal discharge") and dyspepsia ("gastrointestinal or digestive system condition type: trouble with digestion"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pain in extremity ("leg pain") and groin pain ("groin pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping )"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse);"). In 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), vaginal prolapse ("prolapsed"), vaginal infection ("vaginal infection"), pelvic prolapse ("pelvic prolapse"), weight increased ("weight gain"), rectal prolapse ("rectal prolapse") and micturition urgency ("urinary urgency"). The patient was treated with venlafaxine, vitamins, hormones and related agents, omeprazole (prilosec), ranitidine hydrochloride (zantac), surgery (ablation done in 2013), physical therapy (kegels, massage stomach muscles), physical therapy (kegels massage stomach muscles) and physical therapy (integrated physical therapy). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain, vaginal haemorrhage, vaginal discharge, premature menopause, migraine, headache, nausea, prolapse, fibromyalgia, visual impairment, dyspepsia, pain in extremity, pelvic pain, sinus congestion, cystitis, arthralgia, groin pain and back pain had not resolved and the vaginal prolapse, vaginal infection, abdominal pain upper, female sexual dysfunction, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, pelvic prolapse, uterine leiomyoma, weight increased, rectal prolapse, bladder disorder and micturition urgency outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, fibromyalgia, groin pain, headache, menorrhagia, micturition urgency, migraine, nausea, pain in extremity, pelvic pain, pelvic prolapse, premature menopause, prolapse, rectal prolapse, sinus congestion, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal prolapse, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure in (B)(6) 2013 or 2014. On unspecified date , plaintiff used arm 3 yr and pill for birth control . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . On (B)(6) 2012; hysterosalpingogram (hsg) total bilateral occlusion, said the essure was properly placed. On (B)(6) 2009: ultrasound thyroid and neck-findings-multiple sonographic images of the thyroid were obtained grayscale and color flow imaging. Enlarged uterus on physical exam. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events from pfs " abnormal bleeding (vaginal, menorrhagia), early menopause, migraines, headaches, nausea, abdominal pain, back pain, pelvic pain, prolapse, vaginal discharge, fibromyalgia, vision got worse, trouble with digestion, knee and elbow pain, sinus congestion, cystitis, groin pain, leg and hip pain" are stated as not recovered/ not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.